Event description:
It was reported that an alert 38 occurred overnight, consistent with a motor stall and restart malfunction on the ilet, with repeated restart attempts and an ¿unable to proceed¿ message during line bleeding; the user transitioned to multiple daily injections and a replacement device was arranged. Symptoms included hyperglycemia with readings reported as greater than 400 mg/dl and alerts for prolonged elevated glucose. Outcomes included temporary interruption of pump therapy, user-initiated backup therapy with injections, and no need for medical intervention or hospitalization. Investigation included device history and complaint review, user troubleshooting and education on shutdown, return logistics, and instruction that data would not transfer to the replacement. Investigation of this device revealed a suspected motor stall within the pump drive system that produced persistent restart alarms and inhibited normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the motor/drive system leading to operational failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.